Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5063950) in united states on 18-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. After having the essure procedure, consumer began having excessively heavy menstrual bleeding. In a 30 minute time, bleeding would fill an ultra tampon and overnight pad. It would last 7-8 days with the heavy bleeding lasting 5-6 of those days. She also experienced pain during ovulation and this led to severe anemia. After progesterone treatments and iud failed to correct the problem, consumer underwent a full hysterectomy in (B)(6) 2015. The consumer considers the events related to the essure. The term hospitalization, other serious (important medical event) was only mentioned as event outcome and the reporter did not specify it. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began having excessively heavy menstrual bleeding/ bleeding would last 7-8 days. A full hysterectomy was performed and essure device was removed. The event is listed in the reference safety information for essure. The term hospitalization, other serious (important medical event) was only mentioned as event outcome and the reporter did not specify it. Menses pattern changes may occur with essure therapy. In this case, consumer experienced it after having essure procedure. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up from 13-oct-2016: no response to follow-up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began having excessively heavy menstrual bleeding/ bleeding would last 7-8 days. A full hysterectomy was performed and essure device was removed. The event is listed in the reference safety information for essure. The term hospitalization, other serious (important medical event) was only mentioned as event outcome and the reporter did not specify it. Menses pattern changes may occur with essure therapy. In this case, consumer experienced it after having essure procedure. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 14-sep-2016 ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began having excessively heavy menstrual bleeding/ bleeding would last 7-8 days. A full hysterectomy was performed and essure device was removed. The event is listed in the reference safety information for essure. The term hospitalization, other serious (important medical event) was only mentioned as event outcome and the reporter did not specify it. Menses pattern changes may occur with essure therapy. In this case, consumer experienced it after having essure procedure. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.